Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to hospital for total system extraction due to systemic infection. Prior to procedure, insulation abrasion, fractured ring conductor, and high, out of range pacing impedance were visually observed on the lead. Device and lead were explanted. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events of lead fracture and high lead impedance were not confirmed but insulation abrasion was confirmed. External insulation abrasion breaching the outer insulation was noted at 12.4 cm to 12.5 cm and 12.8 cm to 12.9 cm from the connector pin consistent with friction to device can. Other damages on the lead were consistent with procedural damages.

Event description:
New information received notes that the infection was identified due to pocket drainage. Infection was caused by device change out procedure in 2016 during which physician failed to remove the non absorbable pouch in the pocket. Root cause of infection was not related to the lead.